Manufacturer narrative:
No device will be returned, therefore no direct product analysis will be available. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that about 2 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a cooled thermocath microwave catheter. Approximately 2 weeks post treatment, the patient returned complaining of diarrhea and was urinating through the rectum. The physician performed a cystoscopy and confirmed necrotic tissue in the posterior urethra in the treatment area and unusually thin tissue above the anterior rectal wall. There was no visible necrosis distal to the treatment area and the bladder neck was intact. The patient returned, was hospitalized for gross hematuria, treated and was subsequently released without the need for colostomy. No further patient injuries or complications were reported. The patient is urinating and deficating normally and the fistula is healing itself.